Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. Based on the case history reported it is not possible to draw a definite root cause for the event reported. However, based on the documents review performed, no manufacturing deficits were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Event description:
The manufacturer was informed on this event through the sure avr registry. On (B)(6) 2017, a female patient received a pvs27 in aortic position. The procedure was performed in mini sternotomy and no concomitant procedures were performed. On (B)(6) 2017 (postoperative day 4), the patient received a permanent pacemaker due to av block grade iii (new conduction abnormality). The patient was discharged on (B)(6) 2017 with a good valve functionality.